Event description:
It was reported by the fse during pm that the cardiosave intra aortic balloon pump (iabp) had a damaged fiber optic port. No patient involved.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.